Event description:
It was reported that a patient started to go to the bathroom every couple of hours the night prior to the report and tried to use the patient programmer to check therapy. The programmer wouldn¿t power on and the programmer and batteries got hot. The patient replaced the batteries and the programmer was still hot. Analysis of the programmer revealed that it had melted by the battery spring. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v689334, implanted: (B)(6) 2011, product type: lead. (B)(4).